Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual inspection was performed and revealed that the spring tip was damaged, stretched and curvy; however, there are no sections broken on the device. Dimensional inspection was performed and revealed that all outer diameter dimension were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a tip break occurred. A 190 cm filterwire ez¿ was selected for use. During preparation, when the device was set in the sheath, it was noted that the spiral structure on the central core of the filter tip was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a tip break occurred. A 190 cm filterwire ez¿ was selected for use. During preparation, when the device was set in the sheath, it was noted that the spiral structure on the central core of the filter tip was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.